Manufacturer narrative:
Maquet cardiopulmonary gmbh did not request the product back for investigation. Getinge cp antalya investigated the issue. The product claimed to affect was already present in our production. During the investigation in our production,it was detected that the 06308 throttle wheel and 01459 tube connection was loose. Based on this, the failure could be confirmed. As a corrective action, pvc (B)(4) has been changed to (B)(4) .tubing set technical drawing was updated on (B)(6) 2019 . The cause of the failure is wrong design. A trend search was performed (product :tubing set, failure: leakage ). No additional complaints were recorded within the last 12 months. Calculated occurrence rate: (B)(4) . Which is below accepted rate. - due to this information no systemic issue could be determined. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
The complaint was reopened and further investigation was performed. Mcp antalya (contracted manufacturer) investigated the complaint. To verify the failure, a verification test , dated 2020-02-11, with the affected component combination (throttle wheel: 70000.6308 and tube: 70000.1459) used in revision 08 has been performed . The verification test confirmed the leakage after closing the throttle wheel. Trend search was performed and the occurrence rate regarding this complaint was calculated. A systemic issue could be determined. Therefore CAPA 298369 was initiated. Device history records were reviewed for all lot numbers from rev.8 of the affected set. There were no references found which indicating a production error. All related documents were reviewed and the probable root cause was found selection of the dimension of the components. The pvc tube (01459#pvc 3,0 x 0,55mm" 70000.1459) has been replaced with tube (0500l#pvc 3,5 x 1,0 mm, 70000.5001) in revision 09 as a quality action for improvement, which is suitable with the throttle wheel "06308#rollklemme" (70000.6308) and already has been verified (dms# 2831208 v.01) on 19-11-15. Since all the products from rev 8 are affected, it was decided to initiate hhe-2020-02-001. It was completed on 2020-02-11. Further investigation was performed by maquet cardiopulmonary gmbh in the scope of the hhe and the following root cause was determined. ¿¿considering there was no indication of leakage prior to revision 8 and the fact that the product configuration was not tested for leakages after implementation of the transfusion filter (version 08) it can be concluded that the change of the drip chamber (version 07) to the blood transfusion filter (version 08) was not compatible with the current design. Therefore the possible root cause for a leakage in the revision 08 could be the product configuration.¿¿ the quality hold qh 2020.01 has been take in place for the packs contains same combination.(20-02-12) fsca-2020-02-26 has been published for the pack which has been complained. Based on the outcomes of this investigation and final evaluation of the hhe-2020-02-001, lfqb decided that a field action is to be executed based on the indication that all lots manufactured according to revision 08 of 70107.2545 are potentially affected. In addition, getinge cp antalya initiated CAPA 298369 in order to determine the root cause and initiate further actions to determine corrective measures for the failure. CAPA was initiated on 2020-02-28. All further steps will be performed in accordance to CAPA 298369. This complaint is a reference complaint for CAPA 298369. CAPA root cause investigation was performed with the 6m method. It was concluded that the non- conforming situation caused from the lack of information in the si-b-04 rev.11 regarding the proper clamp-tubing combinations. There were no information integrated into the si-b-04 rev.11 to describe the proper clamp- tubing combinations. In order to eliminate the root cause and prevent the potential repeat, the following actions will be taken in line with the CAPA scope. - the tubes and clamps must be tested together to evaluate the proper combinations. - the matrix shall be created of proper combination of the clamps and the tubes. - for all packs contains non-proper combination which were determined during action no 1, clamps and tubes must be blocked for the production. - the list which contains the proper combination of the clamp-tubings must be integrated or referred at the si-b-04 in order to prevent to draw failed combinations - personnel will be trained on si-b-04 and/or the list which contains the proper combination of the clamp-tubings. He procedure bop 9201246 must be updated to use proper clamp-tubing combination to prevent to produce failed combinations - production operators will be trained on updated bop 9201246. All actions will be followed with CAPA 298369. Action implementation to eliminate the root cause and risk re-assessment of the product will be performed in accordance with CAPA. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. H3 other text : to verify the failure, a verification test , dated 2020-02-11, with the affected component combination (throttle wheel: 70000.6308 and tube: 70000.1459) used in revision 08 has been performed.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Blood drips out of the transfusion system (drawing hqv4510v08 detail 17), because the customer does not completely close the throttle wheel. According to customers, the problem has occurred with almost all hlm sets since the changeover to rev. 08 (number not specified). (B)(4).